Manufacturer narrative:
Investigation: visual inspection revealed that the shaft tip was bent. There were some signs of clinical usage. There was some evidence of blood. Resistance and jaw force measurements passed specs. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specs during the device activation. The smoke during the activation appeared to be a normal amount. Based upon this observation, the reported complaint for "smoke" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hosp reported that during an endoscopic vessel harvesting procedure, while using the vasoview hemopro 2 at the end of the case, there was a large amount of smoke in the tunnel and it would not evacuate the tunnel. They cleaned the jaws properly, but the smoke continued. The smoke had been normal amount in the beginning, but grew throughout the case. Proximal insufflation was used, and the pt had a lot of fatty tissue. The reported kit was used to complete the procedure. There were no pt effects. The product was returned.